Event description:
Procedure type: hernia. According to the reporter: the permacol was implanted on (B)(6) 2013 for a defect size of 21cm x 6cm. At the pt's 3 weeks post-op visit, the pt developed a seroma. After 3 weeks from the appearance of seroma, it is persistent. A weekly visit performed to make ensure the safety/health of the pt. The pt developed an infection on (B)(6) 2013; which was treated with medication. This infection resolved on (B)(6) 2013. There is a possible relationship to the device.

Manufacturer narrative:
(B)(4).